Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure (patient age, gender and weight are unknown). The exact procedure/event date could not be obtained, but it was reported to have occurred during (B)(6) 2010. According to the complainant, during the procedure, the jaws did not close properly after performing a biopsy. The device was removed with the tissue sample and the procedure was completed. No device damage noted, and the device was pre-tested prior to the procedure with no abnormalities noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) (won't close). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).